Event description:
Litigation papers allege patient cannot ambulate without assistance. Update: (B)(6) 2012 - litigation papers allege patient suffered persistent severe pain and discomfort in his left hip which has increased over time; sensation of misalignment; and difficulty with activities of daily living such as walking and standing after being seated. It is further alleged patient's hip made popping and clicking noises. It is also alleged patient underwent exploratory surgery on his left hip and had the femoral head component of the implant replaced. It is also alleged despite undergoing partial revision surgery, patient continued to experience severe pain and discomfort in his left hip. It is alleged patient underwent revision surgery to have the left asr hip explanted on or about (B)(6) 2011.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.